Manufacturer narrative:
We have communicated with the importer, this equipment has not been returned to the importer, the equipment has not been returned for analysis. We checked the same batch of DHR (device history records) and there were no high strength or instantaneous strength increases recorded in the DHR during production or testing. The cause of the customer complaint could not be determined because the device was not returned for analysis.

Event description:
He is a prisoner currently incarcerated in (B)(6) and classification center in (B)(6), ia. On (B)(6) 2024 he was treated by a tens device on his lower back, 4 electrodes. This incident occurred on the 4th treatment as the first 3 went normal. Several hours later he was working and his lower back began to hurt severely and found his lower back was wet. He went to health services and was seen by a nurse and was told he has 2nd degree burns in several locations. Beginning on (B)(6), 2024 throughout (B)(6) 2024, pictures were taken of ongoing injuries. Since this occurred he has had to receive daily dressing changes of the burns. States he is still in pain and suffers ptsd surrounding the event. States he has written to several lawyers for assistance as he believes the medical department and the manufacturer of the device should be held responsible for his situation.